Event description:
Hill-rom received a report from a hill-rom tech stating the siderail wouldn't latch. The bed was located at the account in ER. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the left siderail missing a roller guide, screw, 2 wave washers, and end tube broken in half. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The tech replaced the parts and tightened the screws to resolve the issue. Based on this information, no further action is required.